Event description:
During etoposide/ns post hydration the patient called the primary nurse to his side to inform me that something was "leaking." Inspection and evaluation revealed that fluid was leaking from the proximal port (blue) of the huber needle tubing. The fluid that leaked out was estimated to be less than 5 ml, chemical spill/ leak policy followed. There was no sign/symptom/concern of medication infiltration. The faulty needle was removed and disposed of and the port was accessed again via sterile technique. Brisk blood return noted. Etoposide and ns post hydration completed without incidence. FDA safety report ID # (B)(4).